Manufacturer narrative:
(B)(4). The complaint device has recently been received at our regional office in (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the gas outlet port on an rd900 neopfuff infant resuscitator was broken and asked for a repair. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff resuscitator was returned to our service centre in (B)(4) where it was examined by a trained fph service engineer. Results: visual inspection revealed that the gas outlet port was broken. A lot check revealed no other complaints of this nature for lot number 100818. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the gas inlet port was due to some form of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A distributor in (B)(6) reported that the gas outlet port on an rd900 neopfuff infant resuscitator was broken and asked for a repair. This was found prior to patient use.